Manufacturer narrative:
A complaint history review of lot #reqh0239 showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.

Event description:
While attempting to re-thread the PICC line over the existing line, the PICC broke at approximately 39cm. Retrieval of the PICC fragment was successful.